Event description:
Follow-up information received indicates that the replacement charging system did not resolve the issue. Patient will be meeting with the physician at a later date to determine the next course of action to address the issue.

Manufacturer narrative:
The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.

Manufacturer narrative:
The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.

Event description:
Related manufacturer reference number: 1627487-2019-08726. It was reported that the patient experienced heating sensation at the ipg pocket site only when recharging the ipg since a few months. As such, a replacement charging system was provided to the patient. Unknown if the issue was addressed with the new charging system at time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.